Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing stimulation from the left ventricular (lv) lead when they are sitting up. Troubleshooting was done and the lv lead was later reprogrammed to resolve the phrenic nerve stimulation. The lv lead remain in use. No further patient complications have been reported as a result of this event.